Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2014-(B)(6), product type catheter, product ID 8835, serial# (B)(4), product type programmer, patient product ID 8835, (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the catheter was removed due to a fracture. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient transferred care to another health care provider (hcp) and exited the study as of (B)(6) 2012 and therefore no further follow up could be performed. It was further reported the device system was used to deliver morphine, bupivacaine and baclofen. Patient symptoms had included increased pain, confusion and memory loss. On (B)(6) 2013 the increased pain was reported. Then on (B)(6) 2014, the confusion and memory loss were reported. The cause of the fracture was unknown. A CT was done on (B)(6) 2014 that revealed the fractured catheter. In terms of how the patient was doing, the patient was managed by a home health agency. The last time she was seen in the clinic was in march and she rated her pain at 9 out of 10 on a 0 to 10 pain scale with 10 being the worst. Lastly, in terms of the type of baclofen it was noted the reporter was unsure as the last refill prior to the event was not performed at the clinic. No further information was reported.